Event description:
It is reported that the patient was revised due to pain, loosening of the tibial component, and osteolysis of the distal lateral femur and proximal media tibia. Previously, the patient underwent a manipulation on (B)(6) 2007.

Manufacturer narrative:
The information provided on this form was previously submitted on manufacturing report number 1822565-2014-00874. This report will be amended when our investigation is complete.